Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital on telemetry due to increasing congestive heart failure. The telemetry monitor was displaying atrial refractory (ar) events due to the auto post ventricular atrial refractory period (auto pvarp) feature. The auto pvarp feature was turned off and the ar events subsided. The device remains in use. No patient complications have been reported as a result of this event.